Event description:
While attempting to dispose of a sharp in collector, nurse sustained needle stick injury resulting from penetration of needle through front wall of device.

Manufacturer narrative:
Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.